Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the manufacturer representative tested the system multiple times and the system was functioning as intended. There was a low amount of memory on the system, and old unused data was removed to clear up memory space on the unit. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside procedure. It was reported that the system stopped when the customer was testing it. There was no patient present when this issue was identified.